Event description:
Healthcare professional reported right side possible rupture and capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: not observed. As per the investigation procedure crease and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side possible rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.3b, a.4, a.6, b.5, d.6b, h.6.

Event description:
Healthcare professional reported right side possible rupture and capsular contracture, baker grade iii. Device has been explanted.